Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. A device history record review was performed for the handpiece lot number. The handpiece met all qa specifications when released, including adequate sterilization. The minerva instructions for use states: warning. The minerva procedure should not be performed concomitantly with placement of the essure device. Warning. The safety and effectiveness of the minerva system has not been evaluated in patients with the essure device. Clinical study exclusion criteria. Presence of an implantable contraceptive device (e.g., essure or adiana). Reports of thermal injuries to the organs of the abdominal cavity with other endometrial ablation devices, when essure device is in place have been published. Renou m, gaudin s, allio n, drevet c, darcel f. Severe complication following bipolar radiofrequency endometrial ablation immediately after placement of essure micro-inserts: a case report. Eur j obstet gynecol reprod biol. 2017 jul;214:198-199.

Event description:
Patient is a (B)(6) years old peri-menopausal woman suffering from menorrhagia secondary to aub with no uterine pathology, and history of essure procedure underwent an ablation procedure. Pre-treatment hysteroscopy did not show the trailing coils of essure. Post-ablation hysteroscopy was unremarkable and consistent with ablation. Distention of the uterine cavity was normal with no evidence of perforation. The patient was discharged shortly after the procedure. Later the same day the patient called and reported an onset of severe abdominal pain, nausea, vomiting and went to the ER. CT scan was performed. Free fluid was seen in the abdominal cavity. Due to lack of adequate gyn service at this medical facility the patient was transferred to a different institution where the patient underwent diagnostic laparoscopy, laparotomy, hysterectomy and sigmoid resection. Details regarding the intra-operative findings (including the state of essure coils), medical records and/or information from the institution where the last medical intervention was performed are not available. It was reported that the patient recovered fully and was discharged.